Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Pause episodes recorded with a parent oversensing and noise seen on the ECG baseline.

Event description:
It was reported that, approximately one month after implant, the implantable cardiac monitor (icm) exhibited noise during interrogation. Re-interrogation was attempted but noise persisted. The physician indicated that the device is "not providing the needed data to make a proper diagnosis". An icm replacement procedure was scheduled. During the procedure, it was noted that the icm was placed in the anatomy upside down. The icm was repositioned, the noise was confirmed to no longer be an issue and the device remains in use. No patient complications have been reported as a result of this event.